Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that the patient's device was alarming. The patient decided to remove the battery. Upon reinsertion of the battery, the monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (monitor would not power up) has been confirmed. The cause for the monitor not powering up has been isolated to the monitor pca board. Monitor pca board sn (B)(4) was sent to zoll engineering for root cause analysis. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the defective board. The patient received a replacement monitor.